Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at lcd board. Device passed the basic occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and has a partial display. Blood glucose value was 179 mg/dl. The device was neither dropped nor bumped. Customer stated that during training after taking the insulin pump out of the box, black lines appeared on screen. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.